Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed a slight increase in power consumption on (B)(6) 2017. Of note, it was reported that the patient received heparin infusion treatment. An echocardiogram revealed thrombus at the inflow cannula of the rvad; it is possible that this thrombus got ingested into the pump leading to an increase in power. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's rvad developed increased estimated flows. The patient presented to hospital where a preliminary controller log file reviewed confirmed increased power consumption for the patient's rvad and normal lvad pump parameters. The patient was admitted and started on a heparin infusion. Laboratory testing revealed normal lactate dehydrogenase and plasma-free hemoglobin levels. Transthoracic and transesophageal echocardiograms revealed thrombus around the rvad's inflow cannula. The patient is reported to have undergone a dobutamine stress test; but its' results were not provided. The site is awaiting these results to decide on the patient's treatment options. No further information has been provided.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Additional information received indicates that the onset of the reported increased rvad flow estimates was on (B)(6) 2017 and that the patient was admitted to hospital on (B)(6) 2017. The patient was started bisoprolol. Laboratory testing revealed elevated lactate dehydrogenase (ldh) and plasma-free hemoglobin (pfhgb) levels. A dobutamine stress test (dst) on (B)(6) 2017 revealed normal left ventricular (lv) size and function with improvements in the rv function parameters and free wall strain. A perfusion (vq) scan on (B)(6) 2017 revealed no evidence of pulmonary embolus. The patient was discharged from hospital on (B)(6) 2017. A post-discharge transesophageal echocardiogram (tee) revealed normal lv size and function, normal right ventricular (rv) size with mild systolic dysfunction and right atrial thrombus that was unchanged from the patient's admission study. As of the date of this report, the patient is currently well at home and is being followed in clinic on a weekly basis. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.